Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The motor was tested outside of the device and passed. The prime test could not be performed due to the motor error alarms. The insulin pump was received with minor scratches on the display and reservoir window, and a missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed during manual prime. Customer's blood glucose was 6.8 mmol/l. Troubleshooting was performed. Customer advised to disconnect from the device. Customer did not drop or bump the device prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap was sticking out and customer did not press it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.